Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/26/2015 and found low vacuum and a leak from disconnected tubing at pinch valve pv49. The fse replaced the tubing and cleaned the vacuum trap and the instrument ran without leaks or errors. (B)(6).

Event description:
The customer reported an uncontained clear leak of less than 10 ml from a coulter hmx hematology analyzer with autoloader. The customer reported white blood cell (wbc) bath overflow errors and vacuum errors at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.